Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Product soiled.

Event description:
It was reported that on (B)(6) 2022, during a gamma nail procedure on a fracture due to a tumor, the cervical screw did not fit into the nail. The nail had to be removed and changed, which resulted in a refracture on the new nail. Additional information received: the event occurred during the insertion of the cervical screw. The tumor caused the initial fracture that required the gamma nail. The bone broke when the first nail was removed, because the screw did not fit through the first nail. Upon removal of the 1st nail, there was a re-fracture additionally, there was a surgical delay of unknown length reported.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that on (B)(6) 2022, during a gamma nail procedure on a fracture due to a tumor, the cervical screw did not fit into the nail. The nail had to be removed and changed, which resulted in a refracture on the new nail. Additional information received: the event occurred during the insertion of the cervical screw. The tumor caused the initial fracture that required the gamma nail. The bone broke when the first nail was removed, because the screw did not fit through the first nail. Upon removal of the 1st nail, there was a re-fracture additionally, there was an surgical delay of unknown length reported.